Event description:
It was reported that, during the attempted implant, this implantable cardioverter defibrillator (ICD) and lead exhibited noise. The device pocket was then reopened and the lead was manipulated in the pocket with noise unable to reproduce the noise and measurements within an acceptable range. The lead was then tested with a pacing system analyzer (psa) and again the measurements were within the desired parameters. The device was then tested with confirmation of an anomaly in the seal plug identified causing the observed noise. This device was then subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed. Visual examination identified a hole in the rv setscrew seal plug. Next, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. Review of evidence submitted by the field indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Event description:
It was reported that, during the attempted implant, this implantable cardioverter defibrillator (ICD) and lead exhibited noise. The device pocket was then reopened and the lead was manipulated in the pocket with noise unable to reproduce the noise and measurements within an acceptable range. The lead was then tested with a pacing system analyzer (psa) and again the measurements were within the desired parameters. The device was then tested with confirmation of an anomaly in the seal plug identified causing the observed noise. This device was then subsequently explanted and replaced. No additional adverse patient effects were reported.